Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a navigation ring that was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (fse) evaluated the device, and found that the navigation ring that was unresponsive. The fse then replaced the front bezel with the navigation ring was replaced to resolve the issue.

Manufacturer narrative:
The suspected front bezel with the navigation ring was returned to philips for evaluation. The technician documented the following conclusion, "the product investigation lab (pil) has verified that the navigation ring located on the top right portion of the front bezel did not operate as expected. In addition to the previous, with the nav-ring connected to the standard test bed (stb) during test vent operation, the navigation ring did not provide consistent increase and decrease of numerical setting choices in a linear fashion when used. Tech also verified that the switch panel power assembly power on button and all led¿s associated with the switch panel power assembly of the front bezel operate as expected."